Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image occurred temporarily due to internal flooding caused by cable watertightness failure. The event can be prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head had blurry image problem. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿blurry image¿ was not confirmed. The device evaluation found the device failed the leak test due to a cut on the cable boot. And smashed connector tip. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.